Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot: (B)(4), description: infinion 16 lead kit 50 cm. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit-sterile. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2x8 kit-sterile.

Event description:
It was reported that the patient has been experiencing sharp, throbbing pain in her back during stimulation. The ipg has been off since (B)(6) 2019 and the patient's symptoms of pain has not returned since that time. About three months ago, the patient also experienced low impedance during a routine clinic visit when the scs system was switched back on. Both leads were tested and the patient experienced back pain in both cases. The patient later underwent a lead revision procedure. The physician stated that the sharp, throbbing pain was suspected to be related to two splitters and two infinion leads, which were explanted. The two infinion leads were replaced with new infinion cx leads. In addition, a clik x anchor was added per physicians preference. All explanted products were discarded by the facility. The ipg was switched on the next day after the procedure. Full coverage of the patient's pain area on the right leg was obtained. The patient was doing well postoperatively and has not experienced any unusual pain, shocking, and/or burning sensations from the scs system since the revision procedure.